Event description:
Pt underwent cataract surgery and implantation of a staar model aq-2003v intraocular lens in the left eye. Dr stated that when he inserted the lens, it tumbled into position. The lens appeared tilted and as he was positioning the lens he noticed a posterior capsule tear. The dr felt the tear was too large to support the lens and explanted it. Dr also stated that as he was explanting the lens, he noticed a small hyphmea on the iris. He feels this may have been caused by the explant of the lens. Dr performed a vitrectomy and an antrerior chamber implant. He feels the lens was properly loaded and the capsule tear was due to the lens.